Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving morphine (25mg/ml at 2.030mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was scheduled for pump replacement on (B)(6) 2018, but the pump reached end of life prior to surgery on (B)(6) 2018. The signs and symptoms included chronic pain, and the patient was admitted to the hospital for pain control. The patient's pump was replaced on (B)(6) 2018 and the event resolved without sequelae. The device diagnosis was pump end of life, and the clinical diagnosis was chronic lower back pain. The programming date from the most recent refill prior to the event was (B)(6) 2018 at an unknown time. Interventions included medications administered on (B)(6) 2018 and pump explant/replacement on (B)(6) 2018. Diagnostics included a device alert/alarm on (B)(6) 2018. The event resulted in an emergency room visit and in-patient hospitalization. The etiology of the event indicated that it was related to the device or therapy and not related to the implant procedure. Other etiology included end of life of the pump. Pump logs indicated that elective replacement indicator (eri) occurred on (B)(6) 2018, with anticipated end of service (eos) of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6). It was noted the cause of the pump end of life occurring prior to the scheduled surgery was not determined. The end of life was noted as normal.